Event description:
It was reported that the customer's insulin pump gauge displayed zero units after loading a new cartridge and infusion set. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and infusion set, and no further troubleshooting was required. Customer declined troubleshooting with tandem technical support and declined to provide further information.